Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, at approximately 7:30 pm, the patient received a hypoglycemia alert from his cgm, indicating a glucose level of approximately 45 mg/dl. The patient reported no hypoglycemic symptoms at that time. He did not perform a manual bg check at home and did not take any medication. After contacting his physician, he was advised to proceed to the emergency room. The patient went to the ER independently. Upon arrival, his cgm displayed a glucose value of approximately 41 mg/dl, while a manual bg test performed in the ER showed an elevated value of approximately 400 mg/dl. The patient received IV insulin and IV fluids as part of his treatment. The patient was discharged between 12:00 am and 1:00 am on (B)(6)2026, less than 24 hours of arrival. His manual bg was not rechecked prior to discharge, and his cgm had been removed during his ER stay. The patient reported feeling well following the event. At the time of this report, the patient remained in stable condition and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.